Manufacturer narrative:
The device involved was discarded at the facility therefore no evaluation was possible. Photographs provided show the extension tube ballooning while being accessed. The tube was not "ruptured" as reported. Clarification was requested but not provided. The complaint, as reported, cannot be confirmed. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The arterial extension of the catheter ruptured during the test before the start of hemodialysis.